Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the monopolar energy was not working. It was noted that the surgeon received error message on the integrated electrosurgical generator unit (iesu). The customer had replaced monopolar energy cord, monopolar instrument, port was changed, and they restarted the iesu, but the error remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs and found recurrent error c-34. The tse informed caller that iesu has to be replaced to fix this issue. The caller stated the bipolar path was still functioning. The tse asked site if they have another electrosurgical generator unit (esu) available: site informed that they only have a covidien force fx available that was compatible with our energy cord. The tse informed the customer that he could continue procedure using the bipolar with pedals that were integrated to surgeon side console and external pedal for monopolar. The customer agreed he would follow tse's advice. The tse called back site for update: both esu and iesu were used in parallels. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on 17-june-2022 and obtained the following additional information: it was confirmed that the system was checked prior to the start of the procedure an no issues were observed. The surgeon indicated that the surgery started without dysfunction of the monopolar and bipolar energies. Default of monopolar energy occurred after 10 minutes of procedure. The surgeon confirmed that prior to contacting isi, the cable and monopolar curved scissor instrument were changed. There was no compatible external generator, nor connection cable with the xi da vinci system available. The procedure continued with covidien external generator and independent pedal attached to monopolar console pedal. The surgery was completed successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu involved with this complaint, however, device evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No photo or video was provided by the site for review. The isi technical support engineer reviewed the system logs at the time of the call into technical support and only found a reoccurring error c-34 (hf voltage too low in on state. If recurring: iesu replacement is likely needed.). Additional log reviews confirmed that a radical salvage prostatectomy took place on (B)(6) 2022 via system sk1191. This complaint is being reported based on the following conclusion: the integrated electrosurgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a covidien external generator and independent pedal attached to monopolar console pedal. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu unit was placed on an in-house system and was run in normal mode. The iesu triggered error c-34 upon start up. Error c-34 is related to interrupted activation.

Event description:
Refer to h10/h11 for follow-up information.